Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer stated that two days ago, he received a steroid shot on his wrist. The customer stated that his blood glucose went up to 400-500 mg/dl. The customer stated that he went to the ER yesterday afternoon. The customer stated that he woke up this morning and his blood glucose was 467 mg/dl. The customer stated that his blood glucose went down to 366 mg/dl after 20 minutes of blousing. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised to change out the infusion set.